Manufacturer narrative:
An event of grade 1 insufficiency due to structural failure of the valve, prosthetic leaflet separated from the prosthetic annulus, and valve explant was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 19mm trifecta¿ gt valve was successfully implanted in the patient. The valve had grade 1 insufficiency due to structural failure and the valve was explanted from the patient on (B)(6) 2020, and replaced with a perceval s valve. Upon explant, it was noted that the prosthetic leaflet was 75% separated from the prosthetic annulus. The patient is currently stable.